Manufacturer narrative:
Onsite investigation was preformed and the field representative suspected that the positioning sensor unit (psu) caused the reported event. Replacement of the psu resolved the issue. No further issues were reported. Analysis of the returned psu confirmed an electrical failure, it powered up without the amber fault light on but a check of the event log revealed a history of intermittent illuminator current out of range. The psu also failed an aak test at .79 mm with a passing threshold of .35 mm. This is likely the cause of the tracking issue reported.

Event description:
A site representative reported that the navigation system's camera was having trouble seeing instruments when they were on the far end of the camera's field of view. There was no patient present when this issue was identified.